Manufacturer narrative:
Additional information was added: the lot was manufactured from july 19, 2019 - july 23, 2019. The device was received for evaluation. Visual inspection revealed a leak/backflow at the fill port when the fill port cap was removed. The reported condition was verified. The cause of the leak/backflow was due to a particle lodged under the device checkband. The particle was subsequently identified to be acrylic material via ftir spectroscopy test. The most probable cause of the particle becoming lodged under the checkband is supplier manufacturing related, however the exact cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when filling a large volume infusor "the liquid begins to flow out of the syringe making it impossible to deposit the liquid inside the device." The device have been filled with 0.9% saline solution. This occurred prior to patient use. There was no patient involvement. No additional information is available.